Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Upon visual inspection the service technician noted that they had replaced dim segment u2 on display board. Replaced non bd bezel. Replaced broken case. A review of the device history record for sn (B)(4) was performed from 10/19/2009 to 08/19/2020 and note that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed preventive maintenance. Replaced led dim/missing segment. There was no patient involvement.